Event description:
An occlusion alarm was reported, though technical support could not verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform specific troubleshooting steps, but they declined further troubleshooting. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer changed supplies as necessary and resumed insulin therapy.